Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent initial right hip procedure. The patient is being considered for revision due to elevated metal ion levels. No further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that the patient was revised due to recurrent dislocation and malalignment of the implant. It was noted that during the procedure the coating was flaky and deteriorating at the cup. The surgeon suggests that this happened due to the malalignment. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up reports is being submitted tos relay additional information. The following sections were updated: patient weight.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical record and radiograph reviews. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections were updated.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is for the same patient as 3 previous reports (reference 1822565-2016-04280, 1825034-2013-02868 / 02869).

Event description:
It is reported that the patient underwent right hip revision due to high levels of metal. No other information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant products - part: ep-108323 name: e-poly 36mm +3 hiwall lnr sz23 lot: 910360; part: 135252 name: vision ringloc shell 52mm sz23 lot: 504540. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-07426. This follow up report is being submitted to report additional information

Event description:
It was reported that a patient is being revised for the second time due to recurrent dislocation. It was noted that during the consultation with the doctor it was stated that there was a misalignment in the unit which was causing it to pop out. Attempts have been made and no further information is available at this time.